Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, no failure was identified related to alleged high blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 50% to 5% with minutes. In addition, the customer experienced an elevated blood glucose (bg) however, a specific value was not provided. The customer declined to perform troubleshooting with tandem technical support and declined to provide further information regarding the elevated bg. Reportedly the customer would continue to use the pump for insulin therapy.